Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient¿s mother stated that the patient had an allergic skin reaction with itchiness at the insertion site. The patient was seen by his doctor at the hospital and was advised to use tegaderm, hydrocortisone, flonase allergy spray, and triamcinolone acetonide 0.1%. After treatment, the area was still itchy but bearable. No additional patient or event information is available.